Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip wire became detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood were observed on the jaws. The heater wire was slightly flexed away from the center of the jaw. The wire remained attached at both the tip and base of the jaw. The silicon at the tip of the cold jaw was observed to be peeled but remained attached to the cold jaw. Based on the return condition of the device, the reported complaint was confirmed for the reported failure mode "bent wire" and the analyzed failure "peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip wire became detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.